Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead was implanted in (B)(6) 2018 and had dislodged shortly after. It was confirmed via chest x-ray that the lead had dislodged. The lead was then successfully replaced on (B)(6) 2018 and the patient was stable before, during, and after.